Event description:
An invoice came to qa asserting that this was revised due to recall symptoms. The lot # is outside the range of the inter-op recell. However, it also states that "shell could not be removed, so only insert and head were changed".